Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) due to short ventricular intervals and non-sustained ventricular tachycardia. It was determined this was caused by electromagnetic interference on the device. It was noted later that there was noise on the right ventricular (rv) lead during arm movement. The device and lead remain in use. No patient complications have been reported as a result of this event.